Event description:
Customer reported that on (B)(6) 2019, she was unable to test her blood glucose due to receiving an unspecified error message on the adc blood glucose meter. Customer further reported feeling ¿dizzy and weak¿ and was incapable of self-treating. Customer¿s daughter gave the customer ¿glass of water¿ and then took the customer to the hospital. At the hospital, the customer was diagnosed with hyperglycemia and administered IV and given unspecified medication. No further treatment information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the freestyle strips was reviewed. The dhrs showed the freestyle strips passed all tests prior to release. Dhrs for the freestyle lite meter was reviewed. The dhrs showed the freestyle lite meter passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in the specification and passed. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2019, she was unable to test her blood glucose due to receiving an unspecified error message on the adc blood glucose meter. Customer further reported feeling ¿dizzy and weak¿ and was incapable of self-treating. Customer¿s daughter gave the customer ¿glass of water¿ and then took the customer to the hospital. At the hospital, the customer was diagnosed with hyperglycemia and administered IV and given unspecified medication. No further treatment information was reported. There was no report of death or permanent impairment associated with this event.